Manufacturer narrative:
(B)(4).

Event description:
Health care professional reported patient was not receiving morphine dose for pain. Fluid was noted around the pump. Catheters and all connections were intact. The pump was replaced. Please refer to the attached user facility medwatch report (B)(4).